Event description:
It was reported, a physician performed a kyphoplasty procedure on a pt. The physician continued with the procedure even though "the cement hardened too quickly." The procedure was completed. No additional information was reported.

Manufacturer narrative:
Method; device not returned; follow up with company representative.